Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station auxiliary 2 drawer 5 full height legacy drawer failed to detect on bus and the drawer ball bearings were bent. A field service engineer (fse) replaced auxiliary 2 legacy full height drawer 5 with enhanced full height drawer. The fse assisted the customer with drawer configuration, and the customer verified drawer functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was jammed and would not open. Customer stated that drawer was possibly off its track. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.